Event description:
The pacu rn removed the IV from the pt's arm as it was infiltrated and noticed that the inner cannula was incomplete, approximately 2/3 of it was missing. The pt was taken to the or where a vascular surgeon removed the remaining piece.